Manufacturer narrative:
Engineering performed a visual examination and observed that the liner was partially expanded for approximately 2.50 inches starting from the distal strain relief, while the remaining liner remained unexpanded and the distal tip was unopened. A kink was present on the sheath shaft about 2.25 inches from the distal relief. The sheath showed punctures located approximately 2.75 inches from the comnut and again at 2 inches from the comnut. Scratches were noted on both the sheath shaft and the liner; however, flushing the sheath revealed no leakage through the liner scratch. A scratch measuring about 0.75 inches was also present on the strain relief roughly 2.25 inches from the comnut. After removing the strain relief, engineering identified a liner tear beneath the puncture site. Functional testing was performed and observed that the remaining liner fully expanded and distal tip opened as designed. As the sheath was able to be expanded/opened as designed via functional test, no applicable dimensional testing was performed. The provided 3mensio imagery was evaluated and showed calcification and undersized vessels were present in the patient's left access vessel. Through extensive complaint investigations, events reporting resistance during delivery system insertion or advancement through the sheath with the s3u/s3ur valve configuration have not been linked to device malfunctions or manufacturing nonconformances. Historically, root causes for these events have been associated with multiple contributing factors, including patient conditions (vascular and non-vascular), procedural variables, and use-related variability (e.g., technique, user error). These factors often interact and compound, potentially resulting in secondary device failures - such as valve frame damage or compromised sheath and delivery system components - as well as secondary complications affecting the delivery system. Notably, these secondary failures or complications are also not considered device malfunctions or manufacturing nonconformances, as they arise from the same complex interplay of external factors rather than inherent product defects. The complaint for sheath puncture was confirmed based on the evaluation of the returned device. Available information suggests that patient factors (calcification, undersized vessel) and/or procedural factors (steep insertion angle, high push force) likely contributed to the event as these patient factors were present in the patient's access vessel per the provided 3mensio and it was reported that "the event was attributed to esheath insertion at an acute angle, which caused excessive push force from the commander system and inability to advance the delivery system through the sheath. This led the valve to get stuck at the partially expandable portion, where two struts punctured the sheath." High push forces exerted to overcome resistance in challenging anatomy can compromise sheath integrity, resulting in shaft kinks, punctures, or scratches. Forceful device maneuvers can damage the sheath components in direct contact with rigid anatomical features (e.g. Sharp calcium nodules). When combined with non-coaxial advancement trajectories (rendered through anatomical complexities, steep angles), these forces can further exacerbate damage to the sheath shaft, liner, and strain relief - particularly when interacting with crimped valve struts. The IFU and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Manufacturer narrative:
A supplemental MDR is being submitted to reference related report. Updated b4, g3, g6, h2, h10, and h11.

Event description:
As reported by the field clinical specialist, a patient underwent a transfemoral tavr procedure with a 26mm sapien 3 ultra valve in aortic position. During the procedure, the valve was pushed out of the loader cap into the sheath where the struts of the valve punctured the expandable portion of the sheath in two spots. The delivery system, valve, and sheath were removed and a new system was prepped and used to successfully complete the surgery. The event was attributed to esheath insertion at an acute angle, which caused excessive push force from the commander system and inability to advance the delivery system through the sheath. This led the valve to get stuck at the partially expandable portion, where two struts punctured the sheath. The patient remained in stable condition and was discharged. The devices will be returned with the valve remaining on the delivery system. As per follow-up with the fcs, the sheath was punctured in two spots at the partially expandable section. The initial valve was damaged, showing flared struts. No difficulty was encountered inserting the esheath, and the expansion tool was used. The loader was fully inserted into the esheath housing, which was positioned at a steep angle. The system was withdrawn as a single unit without difficulty. The transcatheter heart valve (thv) was crimped and the delivery system prepared according to IFU. There was no patient injury.

Manufacturer narrative:
Investigation is ongoing. Device lot/serial number not provided.